Event description:
Patient underwent pharyngeal flap and dental rehabilitation following flap surgery. The drill attachment pieces heated up past unsafe levels and caused an extensive burn of the patient's lower right lip and tongue.